Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿needle had plunger movement difficulties. The following information was provided by the initial reporter : the user reported that it was difficult to move the plunger rod in one product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿needle had plunger movement difficulties. The following information was provided by the initial reporter : the user reported that it was difficult to move the plunger rod in one product.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-mar-08. H5: imdrf annex a grid: a0406. H6: investigation summary: customer returned a single 0.3ml syringe. Visual inspection found that the stopper was warped and dragging inside the syringe. Moving the plunger was found to be difficult, with the plunger experiencing more resistance than anticipated. Due to the batch being unknown, no DHR review can be completed. Based on the sample received, bd was able to confirm the customer¿s indicated failure of the plunger being difficult to move. Root cause for this defect cannot be determined. H3 other text : see h10.

Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿needle had plunger movement difficulties. The following information was provided by the initial reporter: the user reported that it was difficult to move the plunger rod in one product.